Event description:
It was reported that an ilet user observed three unexpected meal announcements on a single evening that appeared to function as corrections for hyperglycemia, while the user later could not confirm whether they initiated them and reported that the issue had not recurred. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no healthcare utilization or lasting impact. Investigation included user follow-up, review of device-reported meal announcements, and troubleshooting with education on appropriate use and avoiding meal entries as correction surrogates. Investigation of this case revealed no device malfunction and suggested user-initiated meal announcements as the likely source of the observed behavior. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.